Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure performed when the issue happened, and procedure was completed by using the wired footswitch. The philips field service engineer (fse) went onsite and confirmed that wireless footswitch connection issue. Upon testing fse found there was a mechanical problem with the switch. To resolve the issue fse replaced the wireless footswitch and base station. After replacement of wireless footswitch and base station, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's wireless footswitch had a wireless connection issue. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer visited the site and replaced the wireless footswitch and base station. The device was returned to expected functionality.